Manufacturer narrative:
Device/media analysis: the spindle cap was completely sheared off from the implant body except for one leg. The damage to implant indicates failure was due to a combination of deployment against resistance (e.g., bone) and physician failing to correctly attach the inserter to the spacer. Instructions for use (IFU)/label review: a labeling review was performed for vf-ld-0153-c_superion_ids_surgical_technique_manual_with_sui and IFU-102-001-b_superion-sui-IFU and it did not reveal any anomalies as it states: do not force deployment or implant breakage or damage to bony structures may result. Conclusion: the reported allegation of the spacer breaking when presented with slight resistance was confirmed. The spindle cap was completely sheared off from the implant body except for one leg. The probable cause selected is unintended use error caused or contributed to event. The damage to implant indicates failure was due to a combination of deployment against resistance (e.g., bone) and physician failing to correctly attach the inserter to the spacer. The reported failure mode is associated with ncep(B)(4) and CAPA(B)(4).

Event description:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body except for one leg. This damage to the spacer indicates the break was due to both the deployment against resistance, such as bone, and not correctly attaching the inserter to the spacer. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.